Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this event but without a sample no corrective actions could be identified. A review of the device history record could not be performed as the lot number was unknown.

Event description:
It was reported that the during use of and unspecified bd q-syte¿ liquid was found to leak from a crack . The following information was provided by the initial reporter, translated from chinese to english: after disconnecting the new separator needle-free closed infusion joint, liquid was found to leak from the crack when connecting the liquid exhaust, which affected the use. Artificial causes have been ruled out, and the patient was continued to be treated after replacement of the joint. No adverse consequences were caused to the patient.